Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined this report is related to MFR#: 07803. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that after using the endoscope reprocessor, the colonovideoscope tested positive for an unspecified number of colony forming units of pseudomonas aeruginosa and was suspended from use. The issue was found during a routine culture of the scope. The associated procedure was completed with the same device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.